Event description:
A us distributor returned a monitor and reported monitor was experiencing service code 210.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) has been confirmed. The monitor displayed a service code 210. Upon investigation the monitor was thermally damaged. The cause for the failure was isolated to a damaged u1004 and u1005 components on the computer/analog pca. The root cause for the thermally damaged components could not be positively identified. There was no adverse event that resulted from the damaged monitor.